Manufacturer narrative:
One non-platform switched tapered implant was returned for inspection. The implant shows large signs of wear at the top portion, and the threaded region is completely surrounded by bone tissue. The internal drive feature is confirmed to contain the reported fractured screw, which was too badly damaged to be removed. Returned device was examined visually by the naked eye and through magnification. The complaint was confirmed. The part and lot numbers were not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.

Manufacturer narrative:
(B)(4). Top part of fractured screw was not returned to manufacture but the concomitant product was returned.

Event description:
It was reported that unknown retaining screw fractured. Implant was removed.